Event description:
It was reported via repair work order that the head end lift was stuck in a elevated position and won't lower due to lift coupler was stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.